Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead showed high thresholds. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead showed high thresholds. It was later reported that the lead showed loss of capture and elevated thresholds. It was also reported that the patient noted multiple syncopal episodes and had some degree of chronic fatigue which the patient attributes to a malignancy, which is being treated. The lead was capped and replaced. No further patient complications have been reported as a result of this event.